Event description:
Literature: deep brain stimulation of the subcallosal cingulate gyrus: further evidence in treatment resistant major depression. Dolors puigdemont, rosario perez-egea, maria j. Portella, joan molet, javier de diego-adelino, alexandre gironell, joaquim radua, beatriz gomez-anson, rodrigo rodriguez, maria serra, cristian de quintana, francesc artigas, enric alvarez, and victor perez. International journal of neuropsychopharmacology (2012), 15, 121-133. Doi: 10.1017/s1461145711001088. Reported events: one patient attempted suicide 4 months after starting dbs, which required hospitalization. Two of five responders displayed a severe depressive recurrence during the first 3-4 months after starting dbs. One of them, who was on maintenance ect before dbs, was treated again with nine sessions of ect, achieving and maintaining remission criteria since then. The article included the following device specifics: dbs electrodes (medtronic model 3387) were implanted bilaterally. During the same surgical procedure, a programmable internal pulse generator (kinetra, medtronic) was implanted subcutaneously. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4). The actual event dates were not provided. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one patient.